Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that approximately 3 months after the implantation, this lead was explanted and replaced due to dislodgement. Should additional information become available, this file will be updated.